Event description:
It was later reported "in follow up that at this time, the patient reported doing well."

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown; product type lead. (B)(4).

Event description:
The patient reported shocking sensation during implant that was awful and scared her. The patient reported that she was not provided any training on their patient programmer and was very upset. A week later, it was reported that representative made contact with patient and everything was take care of. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.